Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angioseal device was returned to terumo medical corporation for assessment. The returned device included the hemostasis sheath and carrier tube. The device was visually inspected and found to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. The sheath is deformed on the sheath tubing (see attached photos). Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen and tamper tube were able to deploy from the device successfully. The complaint can be confirmed for a non-deployment pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the anchor posted to the tip of the hemostasis sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3a: sex: requested, not provided due to hospital policy a3b: gender: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: requested, not provided due to hospital policy a6: race: requested, not provided due to hospital policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: director the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device did not perform properly resulting in manual pressure. The doctor attempted to use the angio-seal device and when he retracted the device to seal the site, the entire device/components came out. It appeared that the footplate never exited the sheath. Immediately manual pressure was held, and no harm was done to the patient. There was no blood loss. The procedure performed prior to the use of the angio-seal device was a left heart catheterization.